Event description:
(B)(6) called because she wanted to see about switching from artic to basic. She said she had patients returning soon after receiving their dentures because a tooth fractured while they were eating. She said the patient's swallow the tooth and feel the rough spot later. She said no one has been hurt yet, but they come back in very angry. She said that the denturist has been using the artic teeth for over 6 years. She said that they have had patients return over the last year all with an anterior or bicuspid broken. She said that they break between 1/3 to 1/2 up the tooth. She said that the breakage occurs on both complete and partial dentures. She said that they do not have any of the broken teeth as they have thrown them out immediately. She said she did not know which patients, moulds, or tooth shades were involved. She said she would call if this occurred again. (B)(4).